Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter would not power on. The patient tests his blood glucose 6 times a day. The patient manages her diabetes with metformin. The patient indicated that the alleged issue started on (B)(6) 2010, at approximately 6:00 am. At 7:00 am that same morning, the patient took a usual dose of metformin. About 4 hours after the alleged issue began, the patient claimed that she developed symptoms of shakiness and jitteriness. The patient did not have a backup meter to test with during the time of concern. The patient denied that she received any treatment because of the alleged issue. The alleged issue was not troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged issue began.